Event description:
A report was received that the patient's ipg could not establish communication. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient's ipg could not establish communication. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that there will be no further course of action. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's ipg could not establish communication. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced due to non-functioning. The patient was reportedly dong well post operatively.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation indicated that the complaint of charging/telemetry anomaly was confirmed. Device was charged in an attempt to bring it out of hibernation, but was unsuccessful. When the device was cut open, it was externally powered and sleep current was out of the expected range, and indicated the device current drain was too severe to power the ipg electronics. It was determined that the master application-specific integrated circuit (asic) u2 had an internal short(s) resulting in excessive current drain of the battery. The damage done to the master asic-u2 resulted in the inability to charge the ipg and/or get it out of reset mode, regain telemetry functions and turn on stimulation.

Event description:
A report was received that the patient's ipg could not establish communication. The patient will undergo an ipg replacement.